Event description:
A report was received that the patient had drainage at the ipg side and a superficial skin infection. The patient was treated with antibiotics and the problem was resolved.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory. This is the final report.